Event description:
It was reported to philips that therapy delivery test failed. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
Parent (B)(4) has been identified as a duplicate of (B)(4) and has been processed accordingly. Please refer to child (B)(4) for the full investigation of this issue with received reference no.: (B)(4).